Event description:
Subsequently, additional information was received that high out of range pacing impedance measurements were observed again. Non-invasive steps in lead troubleshooting were performed; pocket manipulation, provocative maneuvers, x-ray, but no anomalies were observed. Since this patient already had one lead revision, the physician would like to exhaust all non-invasive options before doing shock testing or lead revision. A save to disk was sent to technical services for review. At this time there is no additional information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies, and x-ray inspection verified that all the feed through wires were intact. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was explanted and replaced due to the ongoing impedance issue. It was alleged after the procedure by the physician that the header of the device was the root cause of the issue, however this could not be confirmed. The device will be returned for analysis to determine the final root cause. No additional adverse patient effects were reported.

Event description:
Additional information was received that over two years after this initial issue, high pace impedances were once again observed. A review of device memory noted that the impedance levels have fluctuated between 400 and 1600 ohms since the initial issue, with numerous measurements greater than 2000 ohms. Additionally, a slight increase in the pacing threshold levels on the lead were noted as well. At this time, a lead revision is planned however has not been scheduled at this time. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a red alert for high right ventricular pacing impedance measurements. The decision was made to explant the associated rv lead, and implant a new rv lead. It should be noted the associated rv lead was a competitor's product. There were no adverse patient effects reported.